Event description:
The patient contacted lifescan in august 2005 and alleged that their one touch ultra meter was reading inaccurately low. The patient reported blood glucose results of 87 mg/dl with a lifescan meter and 120 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. During troubleshooting wih the customer service agent, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctely. The test strips were within the expiration date. However it was reported that the strips were damaged. The patient did not receive any medical treatment or intervention. Based on the information provided, there is an indication that the test strips have malfunctioned. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as strip malfunction.